Manufacturer narrative:
Investigation findings: the customer reported the following: "the edges of the hook and loop strap seemed to be too wide and the corner edges are what is abrading the infant's skin." We inquired on how many patients this had occurred on. The customer reported back that there were (B)(4) occurrences. The cross-reference mdrs for the other 3 complaints are 3010452421-2016-00010, 3010452421-2016-00012, and 3010452421-2016-00010. The product in question is a pediatric limb holder (part number m7030d-c, lot number was not provided). The product in question was not returned. Sample lots of this product in distribution were checked for compliance with specifications. There were no non-conformances found. Complaint records between january 2009 to july 2016 were checked. There were no other complaints found for this product. The average complaint to sales ratio is (B)(4) for the past five years. The customer specifically reported that the corner edges (of hook) strap were causing skin irritation. The investigation team (composed of representatives from engineering, quality, marketing and regulatory) inspected product samples from distribution. A picture of the product is attached (attachment 1). When the hook strap is applied correctly, the corner edges should not touch the patient's skin. The hook strap width could be reduced in order to reduce the probability of hook corner edges touching the patient skin, when the product is not applied correctly. However, this would likely result in decreased product efficiency. The investigation team concluded that no change in design was needed at this time. This was based on the following investigation findings: there have been only (B)(4) occurrences of adverse event reported in the past 6.5 years. These (B)(4) occurrences all occurred in same time period and from same customer. Therefore, we have no trend or history of this occurring previously. The average complaint to sales ratio for the past 5 years is (B)(4). The few samples pulled from distribution did not show a manufacturing problem. Reviewing the product, team observed that decreasing the hook strap width may possibly decrease the efficiency of the product. Root cause: the complaint sample was not returned, therefore we were unable to inspect it for details. These (B)(4) occurrences (from the same customer at the same time) are the first time this was been reported for this product. A possible cause is that the healthcare worker was not applying the hook strap such that corner edges do not touch the patient's skin. Deroyal will keep monitoring for this type of complaints and determine if a trend occurs. Corrections: replacements were sent. Corrective action: no action is needed at this time. Preventive action: no action is needed at this time. No further information is available at this time. We will provide follow up report if additional information becomes available. Device not returned to manufacturer.

Event description:
The quality issue details and the outcome details section copied below are responses given by the initial reporter to the deroyal complaint questionnaire. Quality issue details: date of occurrence: (B)(6) 2016. When did quality issue occur? During use. Who was using or operating the product when the quality issue occurred? Health professional. Was a medical procedure involved? No. Name of medical procedure: not applicable. Did the quality issue cause a delay in the medical procedure? Not applicable. Detailed description of quality issue: the edges of the hook and loop strap seemed to be too wide and the corner edges are what is abrading the infant's skin. How was the quality issue was identified? By actual use. How was the product being used? In the nicu to keep infants from pulling out their tubes. Was it the initial use of the product? No. Was the product modified from the original condition supplied by deroyal? No. Was the product connected to or used in conjunction with other devices or equipment? No. Outcome details: outcome(s) attributed to quality issue: irritation, reaction, rash. Details of irritation, reaction, rash (severity, medical treatment, etc.): skin was broken where the rubbing occurred. Person(s) affected by outcome(s) checked above: other. Known pre-existing condition(s) of person(s) affected: nicu infants. Was the incident reported to the FDA? No. Detailed description of outcome(s), including information regarding injury or any additional treatment/intervention required: infants were taken out of our restraints and abrasions were treated.